Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #4r; cat# 5517f402 ; lot# syl7j2. Vit'canc' screw 6.5 dia x 40mm triathlon total knee system; cat# 5585-c-040; lot# 33594802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had a right knee revision due to unknown reason. Cs insert, femoral component and a cancellous bone screw were revised. Rep reported no further information is available.